Event description:
I received the FDA approved penile implant for penile enhancement from dr (B)(6). I was informed that the device was FDA approved and was completely safe. After receiving the implant, it began working its way through the skin. I was told that this was nothing to be overly concerned about and that it would heal itself. However, this was not the case, as it got worse and worse, ultimately leading to removal. Upon removal of the implant, I was left deformed and smaller than prior to receiving the implant. Even still, the doctor continues to market this as safe with no risk of deformity, retraction or other issues.